Event description:
Product is marathon "liquid skin protectant" manufactured for medline industries, (B)(4). Product information data sheet claims that it is a "non-cytotoxic fast-drying liquid barrier film for the protection of damaged or intact skin". It claims it is "no sting" and is intended "to protect or damaged skin from the effects of moisture, friction (rubbing), or shear (tearing)." This data is incorrect and/or misleading, because my patient experiences excruciating pain when it is applied to the damaged skin of his buttocks. He is paraplegic and lies on his buttocks most of the time. Dose or amount: 0.5 g grams. Frequency: 4 times a day. Route: topical. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Diagnosis or reason for use: decubitus ulcer buttocks. Event abated after use stopped or dose reduced: yes.